Event description:
This pt complains of left hip pain. The pt had a bipolar placed approx one year ago after pt fell and sustained a fracture to their left hip. Pt states the pain in their hip has gotten worse and is not improving. During surgery the physician determined the femoral stem was loose and the acetabulum had significant wear and erosion.